Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where was the needle grasped prior to the needle being lost (ie. Swage, central portion of needle)? ¿no information. Can you explain ¿the needle was lost¿?...it became missing. (It disappeared from the visual field.) Did the needle break?...no. Did the needle pull away from the suture? ¿no information. What tissue structure was the needle located?...no information. Was the needle removed during separate procedure?...yes. Do you have the needle to return for evaluation?...no. Can you identify the lot number of vr416 vicryl rapide suture? ¿no information. What is the current condition of the patient?...no problem. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent delivery procedure on (B)(6) 2016 and suture was used. It was reported that the needle was lost during perineorrhaphy. An x-ray was taken, the needle was found embedded in the tissue and it was removed under local anesthesia. No additional information is available.

Manufacturer narrative:
(B)(4). A mark / damage on the needle edge was detected which may have contributed to the observed suture breakage protruding from the barrel. It cannot be determined if this mark was caused by user or by a tool during manufacturing process.